Manufacturer narrative:
(B)(4). Event investigation - patient event information states, "the catheter tip was retrieved endovascularly with a loop snare. The patient is in stable condition and did not require interventional/subsequent procedures." The affected product was not returned to aid in investigation. On 02jul2015, a recall was initiated on several raw material lot numbers manufactured by a qualified supplier. A recall expansion was initiated on 07oct2015 for any product manufactured using raw materials from specific lots. This product was manufactured using these raw materials and falls within the scope of the recall. A review of complaint history, device history record, documentation, instructions for use(IFU), and quality control methods was conducted to aid in the review of this complaint. Prior to shipment to cook incorporated, the qualified supplier confirms the tip material meets the requirements for tensile strength and elongation noted in material specifications. Cook incorporated quality control perform in-process and final inspections to confirm tip material tensile strength. Effective 21mar2016, quality controls updated the inspection level from level ii to level iii. This product was manufactured prior to this change. Quality controls require a 100% inspection. This product is shipped with an instructions for use(IFU) which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Additionally, "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Due to product not being returned, we are unable to confirm material degradation failure mode. Quality control measures have been implemented to address this failure mode. The appropriate cook incorporated and the qualified supplier personnel will be notified and we will continue to monitor for similar complaints.

Event description:
Catheter tip separated and dislodged in the patient's vessel. The catheter tip was retrieved endovascularly with a loop snare. The patient is in stable condition and did not require interventional/subsequent procedures. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
Catheter tip separated and dislodged in the patient's vessel. The catheter tip was retrieved endovascularly with a loop snare. The patient is in stable condition and did not require interventional/subsequent procedures. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.